Event description:
It was reported that during preparation of a trek rx balloon dilatation catheter (bdc) there was resistance noted with the removal of the yellow protective covering on the stylet and while the device was being pulled negative, there was air in the balloon. Reportedly, the technician attempted to inflate the balloon to see what would happen and there was saline noted to be leaking from the guide wire port. The trek rx bdc was set aside and not used in the patients anatomy. Another trek rx bdc was used successfully for the procedure. There was no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis which revealed a potential product deficiency. The data suggests, this is an isolated incident based on the related records review, lot history review and the actual complaint rate. The product build records show the lot was manufactured per the applicable manufacturing process instructions. Further, engineering has determined that there are adequate inspections within the manufacturing process to detect this type of damage. There is no indication that a larger population of product is affected. This event will continue to be monitored per site operating procedures.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.